Manufacturer narrative:
The reported event that the leaflets became stuck could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 27 mm epic mitral valve was implanted. The valve required replacement on (B)(6) 2018. It is reported the valve leaflets became stuck and the patient developed complications. Following surgery the patient was reported to be stable. Additional information will not be made available and the product has not been made available for return.